Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the right ventricular (rv) lead had dislodged, confirmed by x-ray. The lead was revised and repositioned. The lead remains in use. It was further reported that during lead revision, there was intermittent capture by the implantable pulse generator (ipg). Troubleshooting was performed via the lead analyzer and determined that the device was causing the intermittent capture and not the lead. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.